Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had alarmed button error. Customer's blood glucose was 131 mg/dl. Alarm occurred during normal use. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being returned for further analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a broken reservoir tube lip and a missing end cap sticker.